Event description:
Asr revision; asr xl acetabular system - left hip; reason for revision: unknown.

Event description:
Reasons for revision: alval/soft tissue reaction, soft tissue damage.

Event description:
Asr revision due to take place on (B)(6) 2011. Asr xl acetabular system - left. Reason(s) for revision: unknown.

Manufacturer narrative:
Corrected/updated data: (event date); (date of report); (event description); (explant date); (device availability); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.